Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0013103095 and data files were returned and analyzed. The return files from the field did not contain .log files and therefore unable to assess the reported issue. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency (rf) and pulsed field (pf) ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. The catheter was connected to the final functional tester for impedance and thermocouple tests. Both tests passed successfully. The uson tester was used on the catheter to check for leak and flow. Both test passed successfully. In conclusion, the reported issue, steam pop, could not be confirmed. The catheter passed the returned product inspection as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later noted that the steam pop was heard.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a steam pop occurred during radiofrequency cardiac ablation procedure. The procedure was completed. No patient complications have been reported as a result of this event.